Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations, indicating that there was power to the pump. Further testing was not able to be performed due to an unrelated blank screen issue. The pump¿s cover was removed and evidence of moisture corrosion was found to the display circuit. The complaint of no power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.